Event description:
Additional information was received that the patient still has infection. Patient's vns devices was removed due to repetitive infection.

Event description:
It was reported that the patient will be going in for a washout procedure for the second time. Notes regarding the patient's wash-out procedure was received. The washout was performed in response to a superficial infection that the patient had developed around his implant incisions (redness in chest). It appears that the patient received this washout procedure within a month of implant per or note. During the procedure, the old incision was opened and pus came out from very localized pockets in the chest wall incision. There did not seem to be any pus coming from the proximal leads when the neck was palpated. The surgeon copiously irrigated the wound with both bacitracin irrigation and betadine irrigation. After cleaning the battery and the leads, the surgeon soaked the incision in vancomycin powder and irrigated again. The generator was placed underneath the fascia the washout was completed. The patient was seen in the clinic two months after initial implant and superficial infection was still observed. Per note, the caregiver had called the office at the beginning of (B)(6) 2017 with concerns of tissue like area near the neck incision. Patient was seen in office at that time and area was palpated with reduction in tissue size. Patient was placed on oral clindamycin and mupirocin topically. X-rays were performed and revealed all three electrodes of vns in place and intact. When the band aid was removed in office, drainage was suspicious for pseudomonas infection. Therefore, the antibiotic was changed from clindamycin to ciprofloxacin and patient was instructed to continue topical mupirocin. Patient was again seen for increase in wound discharge. A second washout procedure was performed and the lead and generator were not explanted. A review of device history records showed that the generator was sterilized prior to distribution.